Event description:
Pt reported that their one touch ultra meter had a power issue. This issue was not resolved with troubleshooting. The last result that the pt got on the meter was in 2004 (unknown result). Two days later, pt was taken to the hospital and tested there. The hospital meter result is unknown, but pt was given 70/30 insulin. Medical affairs specialist called 2 days later to obtain further information regarding the hospital visit, but was unable to leave a message since the phone kept ringing and there was no answer or option to leave a message. A letter was mailed. There is insufficient information to conclude that the meter contributed to any event. This case is reported as a meter malfunction since the power issue was not resolved.